Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intraperitoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause was determined to be: insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1212ml, indicating the home patient (hp) drained 1212ml more than their programmed fill volume of 2000ml. This information meets iipv criteria. On (B)(6) 2010, product surveillance contacted the nurse. According to the nurse, the patient was seen yesterday and resumed therapy just fine. The nurse was not aware of this event, however, the patient did not report any symptoms of overfill. The patient resumed therapy with no patient injury or medical intervention associated with this event.